Event description:
Small bowel resection. Plcr60b was used to complete an end-to-end anastomosis and was fired. Firing sequence was complete. Upon removing the dlu, surgeon noticed that the staples were under-formed which resulted in an intraoperative leak. Anastomosis was over-sewed to complete the case.